Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during an acl repair that the white adjusting suture broke when the surgeon was tensioning it by hand after the tibial fixation. The sales rep could not be sure if the suture broke above or below the button but it broke inside the joint space. The surgeon completed the procedure by using a milagro interference screw as backup and did not remove the original implant. There were no patient consequences reported but the procedure was delayed two minutes. The sales rep reported the following information: am graft 10mm; tunnel 10mm; both tibial and femoral. Additional information received by mitek complaints on 1-12-16 via phone: the sales rep reported that the surgeon used an additional screw to secure the fixation on the femoral side. The sales rep confirmed this was done due to the suture breaking.